Event description:
The pt was brought into the hosp's emergency room and placed on the stretcher. Pt was attended to by ER nurses. Susbsequent to their care, the siderails of the cart were placed in a locked position. After walking back to the desk, nursing heard a loud noise/crash coming from the pt treatment area. The pt was found on the floor and was unresponsive.